Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode had a break near distal end of lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
The right atrial (ra) lead exhibited placement difficulty and helix extension issues noted during an implant. The lead was returned for analysis and it was found fractured. No adverse patient effects were reported.